Event description:
A dialysis graft management was being performed. After a successful 10mm x 4cm atb expansion through the recommended 7fr introducer, the balloon was successfully retrieved and exchanged for a 8mm x 4cm atb balloon using the same oversized 7fr introducer. The atb balloon burst during expansion. Upon retrieval of the balloon, it was discovered the distal 2.0cm of the balloon material had separated from the delivery shaft. A CT scan pulmonary angiogram was unsuccessful in determining the location of the balloon material. Three days later the pt's graft was clotted. The pt was sent to the o.r., where a surgeon successfully declotted the fistula while removing the atb balloon material. After the procedure, the pt was fine. As of 16 days later, the pt was asymptomatic with any issues related to the surgical fistula declot procedure.